Event description:
Patient representative reported right side "rupture," "tightness," "burning sensation," "enlarging," "capsular contracture," baker grade unknown, "risk for developing bia-alcl," "fear, stress, and anxiety." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown and rupture.